Event description:
A report was rec'd that a pt underwent a pocket revision procedure due to discomfort at the pocket site. The ipg was placed deeper, and the pt was reportedly doing well following the revision procedure.